Event description:
It was reported post procedure for a lead revision, upon interrogation; the device showed false eri message and the battery voltage was noted to be 2.98v. Programming changes were made to clear the false eri message. The patient was stable.